Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The impact on the customer's blood glucose level was unknown as the customer declined to provide this information. The customer attempted to reset the pump on their own but encountered difficulties in turning it back on. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.